Event description:
During afb procedure, vascular graft was implanted, graft started leaking immediately with 2800cc blood loss. Md believed that the graft was not coated or preclotted. MFR rep called immediately. Blood given. Pt stable presently-graft remains implanted.